Event description:
It was reported that the patient's pacemaker reached eri (elective replacement indicator) without further information. No intervention has been performed. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review of additional information received, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report MDR-2023-30390.